Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the low voltage 3 and 4 conductors and they were not obstructed. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. The analyst noted that although blood ingress was observed throughout the lead lumen, the guidewire insertion test was performed without difficulty or resistance. By design, left heart leads are manufactured with a septum in the distal tip that will sometime allow blood ingress. (B)(4).

Event description:
It was reported that, during the attempted implant, the physician described patient's left ventricular (lv) lead's lumen as "gummed up" with blood in the lumen. The physician did not like the feel of the guidewire as it moved through the tip of the lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.